Manufacturer narrative:
The reported events were inadequate capture, r-wave amplitude variation, and unable to implant. The reported events inadequate capture, and r-wave amplitude variation were not confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited a negative current of injury, elevated capture thresholds, and variable r-wave amplitudes. The rv lead was subsequently removed and replaced. The patient remained in stable condition throughout the procedure.